Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, technical support provided specific instructions to perform a system check, but no issues were identified. The customer replaced pump supplies as necessary and resume insulin therapy.